Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced incorrect measurement. No adverse consequence or clinically relevant delay in treatment was reported.